Event description:
It was reported in a medwatch that plate was inserted (B)(6) 2012. Patient experienced increased pain and inability to walk without difficulty. X-ray revealed that the plate was sitting proud, but then discovered it was broken. Broken plate was removed (B)(6) 2012. No new implant was inserted. Surgeon stated, there was too much stress applied to the lateral cortex, possibly contributing to the stress fractures, located at the 2nd metatarsal. The patient was put in a boot for 6 weeks. The foot (left) has maintained correction and has stabilized. The patient is doing well to date.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the returned plate was completely fractured into two separate pieces. An exact definitive root cause was unable to be determined, however, occurrences of this nature are most likely caused by patient non-compliance. The dfu states that post-operatively, until healing is complete the fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.